Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. A bit of tissue was found in the rinse station between the nozzles. The tissue was removed and hardware checks and qc were performed. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Sample 1 initial creatinine result was 96 umol/l and the repeat result was 23 umol/l. Sample 2 initial creatinine result was <15 umol/l and the repeat result was 108 umol/l. Sample 3 initial creatinine result was 198 umol/l and the repeat result was 345 umol/l. Sample 4 initial urea result was 1.34 mmol/l and the repeat result was 15.8 mmol/l.

Manufacturer narrative:
The field service engineer performed multiple service actions. He found the water was overflowing due to the rinse station probe tube constantly being in an "up position". He cleaned the probe, adjusted the water, and performed adjustments. The investigation determined the service actions resolved the issue.